Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported that patient faced two infusion set bent cannula events since (B)(6) 2024. Event occurred after three hours of insertion. Insertion site was at abdomen. The set was in use for 12 hours. Blood glucose levels were 500 mg/dl during the event. Patient was also having life threatening levels of ketones as discussed with health care professional. Patient took correction bolus via pump and went to the emergency room to address high blood glucose. Patient was in emergency room for 4.5 hours. Patient received intravenous fluids of insulin and saline as hospitalization treatment. Patient was released from hospital on (B)(6) 2024. He replaced infusion set and resumed insulin successfully. Unomedical do not see bent as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - MDR 1918430: additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the information in this complaint (B)(6) according to reference results complaint is 1948216 has been evaluated. The batch 6002914 in question was manufactured at the reynosa site. The information in this complaint (B)(6) has been soft cannula found bent upon removal from infusion site. The batch 6002914 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code soft cannula found bent upon removal from infusion site. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6002914 was manufactured according to the wi version 106 manufactured in the line 7, on 02/sep/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 11-aug-2025 against malfunction code soft cannula found bent upon removal from infusion site and lot 6002914 and no other more complaints have been registered in database for the same lot 6002914 and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.